Event description:
On unk day, four days after the third injection of supartz, they developed a severe rash all over their trunk and back, down into both legs and up onto both arms. They went to the ER and was treated with emergency medication and has been to see a dermatologist, for their rash. They has been on prednisone, benadryl and allegra. The pt is diabetic and their blood sugars are up a little bit being on the prednisone, but the rash is virtually resolved, evne though they have discoloration. In july 2005, the pt came in to see the injecting physician for a checkup on their left knee and said above information. They wondered if this rash was due to any allergic reaction to the supartz. With further questioning, it was revealed that their knee had no sign of rash, swelling, redness or warmth at or before the time of the rash. The pt also stted that they had pain with each injection. Physician comments. Their left knee has easy range of motion, no swelling, no tenderness, no crepitus. The pt ambulates very quickly and easily. The pt has excellent resolution of left knee chondromalacia with chondroplasty and visco therapy with an acute probably allergic reaction, possibly to the supartz, etiology really unknown. The physician plans to simply observed their knee and their response to the visco therapy and otherwise have their return as needed.